Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The getinge service territory manager (stm) replaced the batteries and completed the checkout of the iabp. The iabp was deemed safe to operate and released back to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during preventive maintenance performed by a getinge service territory manager. There was no patient involvement or adverse event reported.